Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was inserted and removed due to the surgeon noticing a pc tear after the lens was inserted. The wound was enlarged to remove the lens and a suture was placed. Corneal edema was reported. Surgery was completed with a 3-piece lens. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The manufacturer internal reference number is: (B)(4).